Event description:
Patient¿s wife contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, while using an expired sensor, patient had suffered an adverse medical event. A neighbor treated patient with glucagon and called paramedics. Paramedics measured patient¿s bg at 92 mg/dl and transported him to the hospital. Cgm values are unknown. Patient¿s wife also reports that patient bit his tongue and was shaking during the adverse event. At the time of his call to dexcom technical support, patient was still at the hospital. During a follow-up call on (B)(6) 2013 from dexcom technical support to patient, patient¿s wife reported that patient was back from the hospital and feeling well.